Manufacturer narrative:
The account replaced both head end brake casters to resolve the issue.

Event description:
The account alleged that the head end brake casters did not hold when in brake mode. No pt impact.